Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4),implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported that over the last few months the patient had been noticing their pain wasn't as well controlled as it was then the pump was first implanted. A catheter dye study was performed on an unknown date and was normal but the catheter had migrated from t9 to t11. There were no environmental/external/patient factors that may have led or contributed to the issue or actions taken. Different medications were tried and it resolved the issue. A new spinal catheter was placed at t7. The old catheter was going to be returned to the manufacture. The patient's weight was (B)(6).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl 2000 mcg for a total dose of 749.95423 mcg/day, bupivacaine 13.3 mg for a total dose of 4.9872 mg/day, and morphine 2 mg for a total dose of 0.74995 mg/day. On 2019-jul-12 it was noted that at pump refill on (B)(6) 2019 the patient reported increased back pain. A catheter dye study (cds) was performed on (B)(6) 2019 and revealed a normal functioning catheter with no leaks. Via fluoroscopy on (B)(6) 2019 it was noted the catheter/lead had migrated. It was noted the migrated catheter was explanted/replaced with a new catheter on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was increased back pain and the device diagnosis was catheter dislodgement. No further complications were reported/anticipated.

Manufacturer narrative:
The catheter was returned, and analysis found the catheter body was deformed in shape along with a dislodgement allegation. All previously reported method, result, and conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.